Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 517 mg/dl. The customer stated she is getting the long acting insulin. The customer was advised the 2 high blood glucose rule. The customer will be receiving a replacement pump upon her doctor request. Customer declined high pressure test troubleshooting. The customer run a 5.0 unit bolus and gave her two drops of insulin and was disconnected.